Manufacturer narrative:
The manufacturer did not receive devices for review. It was mentioned by complainant, that the devices will be returned for investigation the lot number of the device was received. The device history records will be reviewed during investigation. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that in a surgery on (B)(6) 2017 an allofit alloclassic shell 48/gg should be implanted. It was also reported that the inserter couldn't be placed since the threads in the bottom of the cup were missing. Another cup was used to complete the procedure.

Manufacturer narrative:
Trend analysis: no trend identified. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: according to the received complaint information, the thread of the mentioned allofit cup is missing. As a result of that, the cup could not be assembled with the instrument and not be implanted. Another allofit cup was taken to complete the surgery. Review of received data: no medical data such as x-rays, surgical reports received, as this kind of information is not applicable for this investigation. However, one photograph of the affected allofit cup was provided which confirms the missing thread. Devices analysis: the mentioned allofit cup was returned. As reported, the thread which is required to assemble to cup on the impaction instrument is not present. Only the hole is present. That beings said, the reported event can be confirmed. Conclusion summary: the performed investigation showed that there was no distinct root cause which could have been identified for the missing thread. According to the production documentation for all (B)(4) parts the thread was cut. Most likely a human error caused the issue; the thread was not cut. (B)(4) parts of the lot were tested according inspection plan and (B)(4) parts of the lot with a thread gauge which requires a thread. A systematic issue for the whole lot can be excluded . There was no need identified to implement any corrective actions. The lot tracking showed that there were no parts of the lot still available at the warehouse or otherwise under zimmer biomet control. Since the lot was released in august 2016 it is assumed that also most of the parts are already used. The complaint history showed that there were no other cases reported with a missing thread for this lot or any other lot in the timeframe 2014 - 2016. Therefore the issue is considered a one-off (single case). Taking into account the investigation results and the performed risk assessment no corrective actions are deemed necessary. No systematic failure was identified. Based on the given information and the results of the investigation, we could identify a root cause for this issue. Product was not manufactured according to specification (human error). Therefore zimmer (B)(4) considers this case as closed. Zimmer reference number of this file is (B)(4).